Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the extension proximal end connector was not completely seated in the ins connector port; there was a setscrew mark on contact #0 to proximal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during an implantable neurostimulator (ins) replacement due to normal battery depletion, high impedances were measured on the left side. Impedances were measured to be greater than 40,000 ohms on all electrodes except eight. A troubleshooting revision was done and the left extension was found to be defective. The extension was replaced. Following the replacement, impedances were measured to be okay and the patient was okay.